Event description:
Due to oversensing caused by an insulation break, this pt's myocardial leads were removed from service and capped. The implantable cardioverter defibrillator explanted was elective. The system was replaced with ICD 1763 and another defibrillation lead.